Event description:
There was no cause identified for the temperature increase. No products were, or planned to, be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported temperature increase issue could not be confirmed through this evaluation. Event details indicate the system controller felt warm. A review of the submitted log file did not capture any adverse alarm event. The controller internal temperature ranged from 42 to 51°c, which is within specifications; however, the internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. The system operated within the patient speed limit value (5,000 rpm) and low speed limit value (4,800 rpm) for all events. Additional information communicated that no products are planned to be exchanged at this time. The temperature increase issue was not identified. A root cause of the temperature increase issue could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use rev g, under section 2, how your heart pump works, urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Under section d, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was wondering about discombobulation of the driveline insulation. The driveline and the system controller felt warm. A log file review did not show anything conspicuous. Related regulatory reference report MFR # 2916596-2023-07453.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.